Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during an impedance check before surgery electrode 8 was found to be out of normal limits. This electrode was not being used in therapy and the patient was happy with current therapy and pain control. The physician decided not to replace the lead since most of it was intact and usable. The implant was being revised as it was in the pocket sideways. Surgery fixed the implant and placed it flat within the pocket. An impedance check after surgery still only showed electrode 8 being out of normal limits. The patient was happy with the post-surgery therapy coverage. There was no external or patient factors known to have contributed to the issue and the issue was resolved at the time of the report. No patient symptoms reported.